Event description:
It is reported that patient was seen by orthopedic surgeon for follow-up of orif (right intertrochanteric hip fracture) surgery done in 2005. At nursing home, patient had received physical therapy and had onset of increased pain 18 days later. Patient was doing limited walking, but walking was limited to secondary to hip pain. An ap pelvis, ap and lateral x-ray views of hip done in orthopedic surgeon's office 2 days later showed side plate of compression hip screw pulled away from the bone. On of the screws was fractured. Patient's fracture has subsided into a varus position. Surgeon performed total hip replacement conversion the following month to repair non-union failed orif. Patient progressed in stable condition through the post-op period and was transferred to skilled care for therapy 4 days later.